Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump esc and act button were not responding. Customer stated insulin pump had crack and chips around reservoir compartment, threading was worn and not locking in the same, motor gotten louder and taking longer to rewind. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and delivery accuracy test at 0.0875 inches. The stop current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. No drive/motor anomaly, unexpected motor noise anomaly or rewind anomaly noted. The motor was tested outside of device and passed. All buttons function properly. No unresponsive buttons or button error alarm noted. No damage noted on the keypad traces. During visual inspection, the j2 keypad connector on the lcd/b was found locked properly. No damage noted on the battery tube threads or on the reservoir tube threads. No chipped reservoir compartment noted. Device had cracked reservoir tube lip, minor scratched display window, a small crack on the display window, cracked case at display window corner, scratched reservoir tube window and missing end cap sticker. The test p-cap and reservoir does lock in place in the reservoir compartment. (B)(4).